Event description:
The customer reported via phone call that they had a battery out limit alarm. Customer also reported a keypad anomaly. The customer stated their buttons were unresponsive. Customer's blood glucose was 90 mg/dl. The customer could not recall any significant events leading to the keypad issues. Troubleshooting could not be completed for the battery out limit alarm as the buttons were unresponsive. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No battery out limit alarms noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.